Event description:
An optometrist reported a bilateral case of trace diffuse lamellar keratitis (dlk), observed at one day post lasik treatment. Reporter indicated topical steroid eye drops were increased. Pt noted blurry vision, discomfort, tearing and extreme sensitivity light. Attempts have been made to obtain additional info at this time additional info has not been received. There are two related reports for this pt. This report addresses the pt's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Attempts have been made to obtain additional info, at this time additional info has not been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).